Event description:
The haptic of an aq2010v model lens was stuck to the side of an aq cartridge and was damaged prior to insertion. There was no pt contact or injury. The facility indicated the loading process was normal and that this was due to the cartridge.